Event description:
Limited information wa s provided. Clinical data collection site reported the osseogaurd flex product was used on a patient for a localized ridge augmentation. The initial procedure was performed on (B)(6) 2011. It was reported the patient exhibited swelling, inflammation, and loss of bone graft material. Additional information, including details surrounding the procedure, if any follow-ups or revision surgery was required, and patient impact/patient status was requested but not provided. No product item number or product lot number was provided. No further information surrounding event will be provided.